Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the ureter was perforated when the access sheath was advanced. The procedure was completed with this device. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.